Event description:
It was reported that low sensing values on the lead were observed. The physician capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.